Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-05972 and 3006705815-2017-01398. It was reported the patient underwent a surgical procedure where a scs system was implanted on (B)(6) 2017. The patient was placed under anesthesia and became unresponsive. The airway was obstructed and the patient was manually bagged; however, the patient did not resume breathing on her own. The patient was transported to the hospital and was pronounced deceased. The scs system was never turned on. Cause of death has not been reported by the physician

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-05972 and 3006705815-2017-01398. Follow up information identified the cause of death is unknown. No autopsy was performed. The patient was dnr. The physician does not believe the scs system led to the death as there was no excessive bleeding or difficulty in placement of the devices.